Event description:
During a surgery using the gore excluder aaa endoprosthesis the physician experienced difficulty while attempting to cannulate the contralateral gate of the trunk-ipsilateral leg component. It was decided to proceed using an up-and-over snare technique, which was accomplished successfully. However, as the physician was manipulating the access guidewire on the contralateral side by pulling down on the wire, the trunk-ipsilateral leg component was inadvertently pulled distally into the aneurismal sack (a 10 cm aneurysm in diameter). From this point, it was decided to perform an uplanned aortouniiliac procedure, using the acces previously obtained on the left side. Two more trunk-ipsilateral leg components were successfully deployed. The final angiogram showed good seal along with excellent patency of the left hypogastric artery and both renal arteries. The physician then completed the procedure with a successful femorofemoral crossover technique. The patient was reported to be doing well following the surgery.